Event description:
It was reported that this implantable pacemaker and both non-(B)(6) leads were explanted due to lead movement. The pacemaker was replaced successfully with a non-(B)(6) device. This device will not return for analysis. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).